Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin (1 gm every 4 days, intraperitoneal, discontinued) and ceftazidime (1 gm daily, intraperitoneal, discontinued) for the event. On an unknown date, the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.